Manufacturer narrative:
The pt's initial injury of multiple lateral rib fractures occurred 1.5 years prior to plating surgery (performed on (B)(6) 2012). One of the fractures was characterized as a synovial pseudoarthrosis indicating non-union of fractures prior to fixation. Thirteen weeks after implantation of rib plates, x-rays indicated that the plate had broken. It was difficult to determine if any bone healing had occurred, but the amount of fracture displacement with no reported secondary trauma suggests that little to no bone healing occurred. Pt adherence to post-operative activity restriction could not be confirmed. The original complaint indicated that the plates would not be removed. On (B)(6) 2013 the doctor informed the sales rep that the plate and screws were to be removed on (B)(6) 2013. The likely cause of plate breakage is lack of healing of non-union fractures following rib plating.

Event description:
Plate removal due to plate breakage.